Manufacturer narrative:
Additional information: the returned plug driver was evaluated. The tip was confirmed to have twisted in a manner consistent with screw installation. The cause can be attributed to repetitive usage of the device which allowed the tip to deform. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a plug driver stripped during final tightening within surgery. An alternative driver was used to complete the procedure. There were no reports of patient impacts associated with this event.